Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and cystocele and mesh was implanted. It was reported that after implantation, the patient experienced pain, infection, recurrence, bleeding, dyspareunia and urinary/bowel problems. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was reported that the patient underwent diagnostic hysteroscopy, d & c, diagnostic laparoscopy, excision of peritoneal lesion, cystoscopy on (B)(6) 2011 due to chronic pelvic pain/dyspareunia, irregular menses, bladder pain with urinary complaints. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and cystocele.